Manufacturer narrative:
It was noted the customer was using a new reagent pack at the time of the event. Since no other assays were affected, the investigation determined reagent pack handling at the customer site caused foam on the reagent leading to an issue with reagent pipetting which caused the high result. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). With new reagent, the estradiol results were normal. The pre-clean pipeline was cleaned and readjusted.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for estradiol on a cobas 6000 e 601 module. The initial result was more than 3000 (unit of measure not provided). This result was reported outside of the laboratory. On (B)(6) 2020 the sample was repeated with a result of 400. The estradiol reagent lot number and expiration date were not provided.